Event description:
During a coronary angiography the balloon was unable to be adequately deflated despite multiple attempts with the inflation device as well as a full negative pressure on a 30 cc syringe. Unfortunately, the balloon was unable to be easily withdrawn into the guiding catheter and with moderate force was able to be withdrawn into the guiding catheter but resulted in sheering off a portion of the distal balloon. No clinical sequelae developed from this.